Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with unknown mentor implants in (B)(6) 2010 began developing symptoms about 3 months post implantation. Symptoms reported are bilateral breast pain, swelling, burning, hair loss, and autoimmune disease. The devices were explanted on an unknown date. See for contralateral prosthesis report. See 1645337-2019-09532 for contralateral prosthesis report.